Event description:
On (B)(6) 2026, during a contrast-enhanced CT scan, the prn popped off while the iopamidol was being injected, preventing the contrast agent from entering the patient¿s body. The prn was replaced, and the injection was restarted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample. Since the product is not suitable for high pressure injection, and the pressure and flow rate during drug injection are unknown, so the root cause of the sudden bursting of the prn cannot be confirmed to be related to the production.